Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having their pump replaced and the connector was noted to be torn. It was reported the connector would have to be replaced. The rep was wondering where the marking on the catheter were. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the reason for the patient wanting a large pump was because the patient's dose was high and this would reduce the number of refills needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the torn connector was first noticed in surgery. The reason for the pump replacement was that the patient wanted a larger pump. The cause of the torn catheter was unknown. The torn catheter was resolved. No further complications were reported.